Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during basal and bolus delivery. Contact changed out the infusion set and cartridge. Contact declined to complete pump system check with tandem technical support. Infusion set cannula was changed. Customer's blood glucose was 400 mg/dl.